Manufacturer narrative:
Device evaluated by MFR: it was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon < 1 mm from the distal edge of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was further reported that the balloon was used to pre-dilate the severely calcified lesion. The balloon ruptured when the inflation was started. The balloon was successfully removed intact and no shaft kinks were noted.

Event description:
It was further reported that the balloon was used to pre-dilate the severely calcified lesion. The balloon ruptured when the inflation was started. The balloon was successfully removed intact and no shaft kinks were noted.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 99% stenosed, moderately tortuous lesion was located in the left popliteal artery. The 2mmx40mmx145cm sterling balloon catheter was advanced to the lesion and on the first inflation it ruptured at 6 atms. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.